Event description:
It was reported that post implantable cardioverter defibrillator (ICD) replacement, the left ventricular lead exhibited high capture threshold of 7.5 v. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.